Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. And drug use. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The customer was in a nursing home, came home and had issues with their pump. The caller declined to return the insulin pump for analysis. A prior call showed that the customer was being sent a replacement for the transmitter and a courtesy sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was due to diabetic ketoacidosis and drug use. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The customer was in a nursing home, came home and had issues with their pump, and passed while waiting for a replacement. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged high bgs, dka and the customer passed away on (B)(6), 2017. Also, on (B)(4), svn#: (B)(6)- customer returned pump for an alleged high bgs, dka and the customer passed away on (B)(6) 2017 and on (B)(4), svn#: (B)(6)- customer returned pump for an alleged pump and transmitter/sensor calibration anomaly found on (B)(6), 2017. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump and transmitter/sensor calibration anomaly noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿ was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Device was received with a depleted energizer alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 10-nov-2017 listed on smartsolve and the days prior to the event date. 11/02/2017 00:00:00.000 dailytotalofallinsulindelivered = 26.625 11/03/2017 00:00:00.000 dailytotalofallinsulindelivered = 26.625 11/04/2017 00:00:00.000 dailytotalofallinsulindelivered = 26.625 11/05/2017 00:00:00.000 dailytotalofallinsulindelivered = 35.425 11/06/2017 00:00:00.000 dailytotalofallinsulindelivered = 46.525 11/07/2017 00:00:00.000 dailytotalofallinsulindelivered = 28.675 11/07/2017 03:11:00.000 dailytotalofallinsulindelivered = 2.975 11/08/2017 00:00:00.000 dailytotalofallinsulindelivered = 0 11/09/2017 00:00:00.000 dailytotalofallinsulindelivered = 0 11/10/2017 00:00:00.000 dailytotalofallinsulindelivered = 0 a cracked retainer was confirmed. Device passed all the required testing. Unable to verify customer alleged for high bgs and dka. Pump and transmitter/sensor calibration anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.